Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.

Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Reportedly, the customer was not cleaning the pump air vents. Tandem customer success advocate (csa) support informed customer that not cleaning the pump vents is off label per the tandem user guide. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.